Event description:
I had the watchman procedure done on (B)(6) 2022. The physician punctured my heart during the procedure. I was in recovery when my daughter noticed that I was not doing well. I had bleeding in the heart sac and was dying. They took me back into surgery and inserted a drain tube just below my breastbone. I was in ICU for the following days and was discharged on (B)(6) 2022. I returned to the emergency room numerous times after that and to date suffer daily with discomfort. On many days I am in such pain that I cannot function and must take prescription pain medication. The doctors have been unable to help me. Prior to this procedure I was still working and very active. I can no longer sleep flat in bed. Having stabbing heart pain is common. This has ruined my life. I am on multiple medications now and had not been prior too.